Event description:
It was reported the dr put tension gauge in knee to check flexion and the 2mm/3mm tension gauge broke off at the tip. No pieces fell into the patient. There was no patient harm or impact.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Visual examination of the returned product identified signs of use (scratches) and confirming complaint is fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Further analysis determined the failure mode for the device is likely either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Complaint is confirmed based on product evaluation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.